Event description:
It was reported that a patient underwent a myomectomy and hysterectomy on (B)(6) 2013. During the procedure, the device did not perform as intended. Another like device was used to complete the procedure with no adverse patient consequences. Upon evaluation of the device, the blade failed to rotate.

Manufacturer narrative:
(B)(4) - poor blade performance. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.